Manufacturer narrative:
Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported losing power to the pump during a power supply exchange on an unspecified date at the end of july. The system controller log file confirmed that on an unspecified date all power was depleted from the external power source and a pump stoppage occurred. It was reported that the patient accidentally disconnected both batteries at the same time. The patient was re-educated and now asymptomatic. No further information was provided.

Manufacturer narrative:
The report of the pump stop due to loss of both power sources could not be confirmed through the evaluation of the submitted log file because the reported event preceded the data captured in the file. The account communicated that the patient had accidently disconnected both batteries which resulted in the loss of power. The submitted system controller log file began at time stamp 0 days, 12 hours, and 12 minutes, and contained approximately 12 days and 7 hours of data. The file was unremarkable. The pump remained above the low-speed limit and appeared to function as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.